Event description:
It was reported that a cage that was implanted 4 months dislodged from its original position, requiring revision surgery to remove the interbody.

Event description:
It was reported that a cage that was implanted 4 months dislodged from its original position, requiring revision surgery to remove the interbody.

Manufacturer narrative:
The customer reported event was confirmed via correspondence. The device was not returned and no further information on revision surgery was available. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The root cause of the reported event cannot be conclusively determined because of insufficient information received.